Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) exhibits signs of repeated use and has fractured medial side as well as another fracture of the central post from the construct. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is number 2 of 2 mdrs filed for the same event (reference 1822565-2017-01439 / 0001822565-2017-01440).

Event description:
It was reported that during a right knee arthroplasty, while trialing the tibial articular surface, the components fractured.